Event description:
It was reported that during an unknown procedure, it was observed that that they could not close the jaw on the device after clamping the tissue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 6/19/2026. D4: batch #709d25. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. During the functional test the device would not close. Upon disassembling, the pin closure yoke was not properly aligned and it was resting against the release button wall, not allowing the device to close. Due to condition of the device no functional test was performed. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the device has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device psee45a lot number a98m6v and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 709d25, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.